Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and performed an autocal on washer 1 and washer 2 in the reported problem area of the system. The instrument was inspected, tested without further problem, and returned to service.